Event description:
Reference: MDR 1220063-2009-00045. Per telephone communication with draeger medical regarding the submittal of additional mdrs for each serial number listed on the initial MDR submitted, draeger is submitting this report. (B)(4). It was reported that the device switched from discharge mode sporadically and on their own to active mode. A device also switched from active mode to discharge mode. There was no patient injury reported.

Manufacturer narrative:
An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical is initiating a corrective action to address this problem. No patient deaths or injuries have been reported as a result of this condition.